Event description:
No flow was reported to have occurred during the use of a large volume folfusor device. This reportedly occurred during infusion of fluorouracil to a patient. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from november 19, 2014 to november 20, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. After the luer cap was removed, evidence of continuous flow was visually observed. Flow continued without stopping until the reservoir was empty. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.